Event description:
Patient was to undergo an exploratory laproscopic procedure. It is assumed that during the placement of the trocar, the device punctured the bowel and the common iliac artery. The injuries required the patient's abdomen to be opened and the puncture wounds of the bowel closed with sutures and reanastomosis of the arteryinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.